Event description:
The customer reports: when removing the dilator and insertion through the swg (spring wire guide) there was resistance. Removal of the catheter and swg, the swg was found kinked. Additional information indicates the swg was removed from the patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The dilator was not returned. Visual examination revealed the guide wire contains a multiple kinks throughout the guide wire body. Both welds appear full and spherical. Visual inspection of the dilator could not be performed as the dilator was not returned. The kinks in the guide wire body were measured at 94mm, 185mm, 262mm, 378mm, 391mm, 452mm, 455mm from the distal tip. The total length of the guide wire measured to be 685mm which is within specifications. The outside diameter (od) of the guide wire measured 0.857mm which is within the od specifications. Dimensional inspection of the dilator could not be performed as the catheter was not returned. The undamaged portions of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with minimal resistance. Functional inspection of the dilator could not be performed as the dilator was not returned. A manual tug test confirmed both welds were fully intact. Additional testing of the dilator could not be performed as the dilator was not returned. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked multiple times throughout the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and dilator resistance could not be determined based upon the information provided and without the dilator being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
When removing the dilator and insertion through the swg (spring wire guide) there was resistance. Removal of the catheter and swg, the swg was found kinked. Additional information indicates the swg was removed from the patient.